Event description:
Received a study titled 'initial experience with unique av graft designed to minimize venous outflow complication'. Per the study there were 3 events of recurrent thrombosis. Suspected hypercoagulability.

Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, ifg implantation is feasible, improves outflow hemodynamics, performs well in difficult patients and is comparable to historical controls. Related MDR: 1219977-2014-00292.